Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the procedure was an unspecified gynecologic procedure and the procedure date was (B)(6) 2016 did the tissue pad melt? Yes. Did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off)? Yes, the tissue pad peeled off. If yes: did any piece fall into the patient? Askna. If yes, was the piece retrieved? Askna. If yes, did this cause a change in the plan of care for the patient? Askna. Is the detached tissue pad being returned with the device? No.

Event description:
It was reported that during a gynecologic procedure, the white piece peeled off the device. There was no harm to the patient. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Batch # n90y8y. Additional information was requested and the following was obtained: the customer called back with additional information: the procedure was an unspecified gynecologic procedure and the procedure date was (B)(6) 2016. Did the tissue pad melt? Yes. Did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off)? Yes, the tissue pad peeled off if yes: did any piece fall into the patient? Askna. If yes, was the piece retrieved? Askna. If yes, did this cause a change in the plan of care for the patient? Askna. Is the detached tissue pad being returned with the device? No the device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.